Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The device was returned to olympus and the customer¿s allegation was confirmed. It was determined that the no image was caused by bent pin. Additionally, the front panel and front panel chassis were both damaged. The investigation was unable to determine the cause of the bent pin. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was no image when the video system center was being used during maintenance. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) (the event on occurred on 24apr2023) and (B)(6) (addresses an additional reporter from the user facility reporting that a similar issue was occurring with multiple scopes, events unknown).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac instructed the user to power off the system, put the exercise tab at the 12 o'clock position of scope socket, connect the scope and power it back on. When troubleshooting it did not solve the issue, tac instructed the customer to send in the device for repair as cyf-v2 is compatible with the cv-170. During additional follow up with the user facility, it was reported that the device would not be returned to olympus for evaluation. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was an e300 clv endoscope error and no image was displayed when the video system center was connected to cysto-nephro videoscopes. Additionally, the lights were illuminated on the front panel. The lamp light was continuously blinking with the scope connected. The issue was found during a maintenance. Additionally, it was reported this issue was occurring with multiple scopes. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the lights illuminating the on the front panel and no display. Related patient identifiers: (B)(6) (the event that occurred on (B)(6) 2023) and (B)(6) (addresses an additional reporter from the user facility reporting that the issue was occurring with multiple scopes, events unknown).